Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6), 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue.

Event description:
It was reported on 04/27/2022 by a facility representative via email that an ar-3638 implant looked abnormal upon removing from packaging, when used, product would not seat correctly. This was discovered during a case with no patient harm. Per facility: " implant looked abnormal upon removal from packaging: the soft anchor already appeared to be bunching up and was not perfectly centered in the prongs like normal. We attempted to use anyway and had difficulty going down the drill guide. Anchor would not set in bone. The second anchor we tried looked the same way as the first and as soon as we encountered similar difficulty going down the drill guide, we did not use. No additional incisions needed to be made. No harm to patient."